Event description:
It was reported by a doctor that a patient developed an abscess postoperatively in which vascu-guard was used. The customer is not sure if it is related to vascu-guard or not. No additional information was provided.

Manufacturer narrative:
(B)(4). The facility materials manager from (B)(6) hospital originally reported the case and he is no longer at the facility. Per further discussion with dr (B)(6), the operating surgeon, he advised that he did not have any cases of abscess formation after using vascu-guard and wishes us to disregard the comment from the materials manager. Based on the reported information, there is no complaint or allegation against the product and no further investigation is necessary. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: while we cannot exclude that the vascu-guard implant has caused to the reported infection, multiple risk factors and alternative causes for infection such as: preexisting infections, clean-contaminated wounds, and operative time > 4 hours, use of other implants (screws), intra-operative contamination, diabetes mellitus or other associated pathologies [dashti, s.r. Et al., 2008. Operative intracranial infection following craniotomy. Neurosurgical focus, 24(6), p.e10.] May have caused the reported abscess. Even if the batch review proves negative and the implant would have been non-contaminated until its surgical handling and application. Due to the known characteristic of any implantable collagen (lot and product independent) to potentially augment the infectious response to the surgical field contamination, we cannot rule out that the product may have contributed to the reported infectious complication. The vascu-guard IFU adequately refers to this risk and the measures to be taken. Additional questions for further clarification of a causal relationship should be addressed. Baxter is currently following up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.